Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va14dvz, implanted: (B)(6) 2016 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had pocket stimulation after a fall that has since gone away/ resolved.  Patient fell 3 times on (B)(6) 2022. Impedance check ran was within normal parameters. Patient felt electrodes 1 and 2 in hip and 0 and 3 in rectum. Patient now on new program feels in bicycle seat rectally. The patient wants to try program before having revision as their battery like is 10 more months and she would like to wait until fall and have her lead revised and battery replacement. Patient will communicate with their physician how their symptoms are and plan timing of surgery. Issue resolved. No further complications were reported at this time.

Manufacturer narrative:
Continuation of d10: product ID 3889-28; lot# va14dvz; implanted: (B)(6) 2016; product type lead; product ID 3889-28; lot# va14dvz ; implanted: (B)(6) 2016; product type lead. B1 correction: 'adverse event & product problem' h6 correction: added img g02025, fdd: a090407 on ins, a26 on lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had contacted the doctor who managed their device about the previously reported issue. Their appointment date would probably be in (B)(6) 2022. When asked what steps were or would be taken to resolve the issue, they stated they were "putting in a new one - updated one, no date." Removal was planned for around or near (B)(6) 2022.